Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the sensor needle was difficult to remove and was bent . Customer's blood glucose was 47 to 49 mg/dl but did not want to troubleshoot for the low blood glucose. Customer indicated that they changed tha infusion set after they found out they were low. No further details given.